Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab installed the returned suspect component into a known good unit for evaluation. The reported problem of the vela ventilator displaying a "vent inop" alarm was duplicated and produced a "check sum eeprom (electrically erasable programmable read-only memory)" error. This is a known issue that is currently being addressed within carefusion.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the device was displaying ventilator inoperable (vent inop) and motor fault alarms. The customer reported patient involvement but the ventilator was switched for another ventilator and there was no allegation of patient injury/harm.